Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed a slight rise in power consumption logged two days prior to the reported event date; vad parameters were within normal operating range. In addition, the reported excessive vibration' event could not be confirmed since the device was not returned and there is no evidence or supporting data provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log files through (B)(6) 2016- showed normal power consumption. One (1) suction alarm was logged on (B)(6) 2016 at 16:51:15. One (1) low flow alarm was logged on (B)(6) 2016 at 16:51:14. The low flow alarm limit is currently set to 2.5 lpm. One (1) vad disconnect alarm was logged on (B)(4) on (B)(6) 2016 at 21:07:34. Note the change in viscosity on (B)(6) 2016. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Possible thrombus is a known potential complication associated with all patients implanted with vads. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient began to present with rust-colored urine and a coarse grinding noise could be heard upon auscultation of the pump. At the same time, another heart offer surfaced and the patient went on to successfully receive a transplant. The patient's condition was noted as stable after event.